Manufacturer narrative:
On 27-feb-2025, the device was returned to johnson & johnson medtech (j&j) for evaluation. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and after performing pulmonary vein isolation (pvi) with the varipulse catheter, a clot-like substance was found on the electrode. It was observed outside the patient's body. The procedure was completed with the catheter in question, and no abnormalities were observed in the patient's prognosis. The event was reported as having an impact on the patient, as it could be related to a vascular event. Additional information was received which confirmed that there was no patient consequence. The patient was anticoagulated, and the activated clotting time (act) is unknown. Heparinized normal saline was used. The physician did not consider the clot as excessive and did not consider the amount of clot observed caused a potential risk to this patient. On 12-mar-2025, the serial number for the trupulse generator was provided. Therefore, the concomitant product section was updated. Device investigation details: visual inspection and functional tests were performed following j&j procedures. Visual analysis revealed no damages or anomalies on the device. Then a microscopic examination was performed, and the electrodes and irrigation holes were clean. However, several pictures were received where thrombus/clot residues were observed on all the electrodes; specifically on the proximal and distal part of each electrode. The device was connected to the generator and a pulse-field ablation (pfa) cycle was performed. Device was working normally. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/clot residues issues reported by the customer were confirmed based on the picture provided by the customer. It can be inferred that the residues disappeared during the decontamination process. The potential cause of the issue cannot be determined with the information available. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The pictures were reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and after performing pulmonary vein isolation (pvi) with the varipulse catheter, a clot-like substance was found on the electrode. It was observed outside the patient's body. The procedure was completed with the catheter in question, and no abnormalities were observed in the patient's prognosis. The event was reported as having an impact on the patient, as it could be related to a vascular event. Additional information was received which confirmed that there was no patient consequence. The patient was anticoagulated, and the activated clotting time (act) is unknown. Heparinized normal saline was used. The physician did not consider the clot as excessive and did not consider the amount of clot observed caused a potential risk to this patient.